Event description:
The patient reported itching up and down the spine, boils and hot sweats for the last few weeks. The patient was treated for infectious disease and septic arthritis about two months ago. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.